Manufacturer narrative:
(B)(4).

Event description:
Patient reported prior treatment was uneventful. During ccpd treatment on (B)(6) 2011, patient drained 293 ml in drain 0 and then filled 1999 ml in fill 1 without problems. Then patient started to feel full during dwell 1. Patient drained 5,822 ml in drain 1. Patient felt she may have been overfilled due to heater and supply bags appeared to not have enough solution to last the rest of treatment. Patient disconnected from the cycler and did a manual exchange but did not have any further drain. Reported fullness resolved by the morning. Patient did not require hospitalization or other medical intervention.